Manufacturer narrative:
Three attempts were made to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Additionally, the customer were able to trace the video cable from the inogeni converter box, and found that it was connected to the input video of the evis exera iii video system center instead of the output video of the evis exera iii video system center. When the customer connected to evis exera iii video system center, the video output to the inogeni converter was able to capture an image on the provation. The root cause could not be determined; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, the captured image on provation was black on the evis exera iii video system center. There were no reports of patient harm associated with this event.